Event description:
The surgery center reported suction loss occurred on the left eye in the middle of treatment, before side cut was performed. It was reported that same cone was used, new ring was used and a second procedure was successfully completed turning pocket off. One procedure was lost. On the four day post-op, some corneal edema in the left eye was noticed. Patient reported left eye is uncomfortable. Account reported patient experienced loss of best corrected visual acuity (bcva) however, pre-op measurements were not provided. Bcva: right eye pre-op, not provided, post-op 20/20 distance; left eye pre-op, not provided, post-op 20/40 distance.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There was a typo in the initial MDR report and device manufacture date of 11/01/2007 was listed. The correct date is 09/30/2007. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: one year of complaint history and service history was reviewed. In addition a labeling review was conducted. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.